Manufacturer narrative:
The monopolar curved scissor instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissor (mcs) instrument cable broke. There was no report of a fragment fall into the patient; however, it is unknown if a fragment fell at this time, and it was reported that a post-operative x-ray was taken. There is insufficient information. Isi followed up to obtain additional information, but no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissor instrument has been returned and was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.